Event description:
It was reported via repair work order that a patient allegedly fell off the bed with the bed exit armed, however, the bed was found to be working according to specifications. No patient information has been provided.